Manufacturer narrative:
This reported event, and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the device service history record was performed from the date of manufacture to the present date. This device was returned for service. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed, which confirmed that this device was not involved in a production failure, and product was returned for the servicing, which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4), which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
On 04/21/2014, at 14:17:50. (B)(4). Po auth. In amt of (B)(6). Phone & addresses verified via email. Npi. On 05/16/2014, at 06:55:03. (B)94). Missed tat (workload can?t get out on time). On 05/19/2014, at 11:16:32. (B)(4). On 02/01/2018, at 08:23:13. (B)(4). File reopened to add track wise pr number to the device data field. The original reported problem code was found to be incorrect after review of this file. It was determined the original code should have been fpmt based on the customers reported problem.

Event description:
Retro: wont cal. Door assy- damage- other, case rear- damaged/cracked, bezel assy- damage - unspecified, door latch assy- pivot screw backed out, door latch assy- latch damage. There was no patient involvement. 04/21/2014 14:17:50 (B)(6). Po auth in amt of (B)(6) per (B)(6) phone & addresses verified via email. Npi. 05/16/2014 06:55:03 (B)(6). Missed tat (workload can?t get out on time). 05/19/2014 11:16:32 (B)(6). (B)(4). 02/01/2018 08:23:13 (B)(6) . File reopened to add track wise pr number to the device data field. The original reported problem code was found to be incorrect after review of this file. It was determined the original code should have been fpmt based on the customers reported problem.